Manufacturer narrative:
No samples were returned for eval, therefore the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument before use. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. (B)(4).

Event description:
A surgeon reported that variation of knife sharpness has been experienced during surgeries which required more strength to achieve penetration. The procedures were completed with the initial knife without any substitution. There has been no pt impact.